Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a perforation resulting in low blood pressure, effusion, and tamponade was observed following the implant procedure. Pericardiocentesis was performed to resolve the perforation, effusion, and tamponade. The right ventricular device remains implanted, and the patient was in stable condition.